Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported via a manufacturer representative that he recalled a case from years ago where a lead was being removed from an implantable neurostimulator, and the lead appeared to be damaged because the set screw had gone in too far. Case and event information was unknown. Patient information was unknown.